Manufacturer narrative:
A getinge field service engineer (fse) realigned the position of the pins of the bp cable with long nose plies. Passed functional tests. Device passed all performance according to factory specifications. Device was returned to customer and cleared for clinical use.

Event description:
It was reported that during daily check, the cardiosave intra-aortic balloon pump (iabp) had cable problem. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.